Event description:
It was reported that the sys failed to allow fluoroscopic exposures and displayed to precharge voltage error. This error will cause the sys to lockup, shut down, or not to boot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack on the generator was removed and replaced. The sys was tested and found to be working as intended and returned to svc.